Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 114). H10: three (3) actual samples were received for evaluation. All samples were sliced at the upper left of the bag where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak between the spike port cap tube and the spike port bonding area in all samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause is due to inadequate or lack of cyclohexanone applied during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.